Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer experienced a leaking I-arm and error code 3901 [high outlet pressure] while using the architect i2000sr analyzer. While the customer was inspecting the I-arm, they were unable to find the source of the leak and were splashed in the face with potential buffer solution. The customer was not wearing a face shield. No adverse impact to the customer was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found an activated overflow sensor on the iarm. The inlet water regulator and fittings [part 7-78179-01] were replaced to resolve the issue. However, the tubing [tubing, water supply to iarm 7-207559-01] was considered the likely issue for the issue because the tubing popping off and resulted in the splash to the customer. The analyzer was returned to normal operation. Evaluation of the cus tomer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.